Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On (B)(6) 2025, it was reported via social media that the patient experienced inaccurate cgm values. No sensor insertion or location information was provided. No symptoms were reported. The patient indicated, ¿it didn¿t show a low that required an ambulance ride.¿ no bg or cgm values were provided for the event. No details were provided on emergency medical services (ems) treatment or any medical intervention. There were no details provided on any serious injury. Although additional information was requested by tech support and the medical safety team, no other patient or event details were disclosed or available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On 09/15/2025, it was reported via social media that the patient experienced inaccurate cgm values. No sensor insertion or location information was provided. No symptoms were reported. The patient indicated, ¿it didn¿t show a low that required an ambulance ride.¿ no bg or cgm values were provided for the event. No details were provided on emergency medical services (ems) treatment or any medical intervention. There were no details provided on any serious injury. Although additional information was requested by tech support and the medical safety team, no other patient or event details were disclosed or available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.